Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 475mg/dl, and her blood glucose was treated with the insulin pump. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to disconnect the infusion set at the quick release and to remove the reservoir. Instructed the mother to reinsert the reservoir and to run a manual prime test. The insulin did exit the tubing. Performed the high pressure test and passed. Suggested that the mother remove the cannula, which she did and it was not bent or occluded. Recommended to change the entire infusion set and reservoir. The mother believes there is not anything wrong with the insulin pump because the customer got a new endocrinologist who made several changes to the customer's basal and bolus. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.